Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, and basic occlusion tests. The device also had scratched lcd window, cracked reservoir tube lip and broken belt clip slot. The drive support disk was inspected and no anomaly was noted. The occlusion and excessive no delivery tests could not be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value is unknown. It was stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The customer was able to rewind. The motor error alarm occurred multiple times. She also mentioned that the customer's blood glucose was high and he experienced shortness of breath and was treated with a shot. The device was returned for analysis.